Event description:
It was reported that the user experienced recurrent dexcom g7 continuous glucose monitor (cgm) signal loss between the sensor and the ilet, including a replace sensor alert on the ilet while the dexcom mobile app continued to display glucose readings, and the user replaced the sensor prior to contacting support. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included case review and user education regarding troubleshooting steps. Investigation of this case revealed a communication issue limited to the interface between the dexcom g7 and the ilet, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was consistent with intermittent connectivity behavior and end of life cycle.

Manufacturer narrative:
Initial.